Event description:
It was reported that this inflatable penile prosthesis (ipp) had a leak in the reservoir. The device was explanted and replaced with a new ipp. There were no patient complications reported.